Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error during bolus delivery. The customer¿s parent stated that the drive support cap was flush. Customer also reported to have experienced a high blood glucose of 400 mg/dl and declined troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker. Drive support was inspected and no anomaly was noted.